Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit due to a blood glucose (bg) level of 900 mg/dl. Reportedly, the customer experienced a light stroke and diabetic ketoacidosis that resulted in paralysis on the customer's right side, and slurred speech. Customer was treated with an insulin drip and was on life support. Customer did not recall additional treatment received. Customer was released from the hospital on (B)(6) 2021 and was unsure if permanent damage had occurred. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump was functioning as intended. Additionally, it was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.